Event description:
On (B)(6)2009, the patient was implanted with an scs system. Patient was assaulted during (B)(6) of this year approximately a month after their permanent implant. (B)(4) personnel reprogrammed the system several times after the reported incident. The patient complained of "jolts" at different times of the day. The patient stated that after reprogramming the system was fine but, the same complaint would arise. A system analysis was completed by the rep and the system showed that there were no obvious impedance issues or connection issues. The physicians agreed that the best thing to do was to re-implant a completely new system, since it was unknown if the assault had damaged the system.

Manufacturer narrative:
Results: the ipg was received and passes the auto test. Manual testing was performed on active outputs and inactive outputs were monitored for over stimulation, no anomalies noted. The lead passes all functional tests. Conclusion: the claim about: "patient complained of jolts" could not be confirmed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.